Event description:
It was reported that during device change out, lead was observed to have externalized conductors and fracture. Due to patient anatomy, decision was made to implant a pacemaker and use the pace/sense portion of the rv lead. Patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.